Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing artifact related to the minute ventilation (mv) feature signal on the right ventricular (rv) lead. Technical services (ts) recommended further lead assessment. This pacemaker and rv lead remain in service. No adverse patient effects were reported. Additional information was received that this patient had surgery on their fistula on the left arm at the time of the mv sensor episode. The patient was unwell after the procedure but has since recovered. The physician discussed that this was due to anesthesia. Thresholds had risen slightly and impedance measurements had decreased slightly around the time of the surgery but are within acceptable parameters. An in-clinic evaluation was performed, and all device values were satisfactory, and there were no noise episodes recorded since. The mv was turned back on. The plan is for routine follow up. No adverse patient effects were reported. This device remains in service.